Event description:
Pt underwent a photoderm procedure performed by md for removal of a professional tattoo on their chest. The tattoo was about 3/4 inch by 2 inches. The skin immediately blistered and one hour later the skin was oozing, and according to the pt. The area healed with a scar that is purple in color. Pt was prescribed bactaben topical and aquafor cream for the burns. The tattoo had a blue outline and the other original colors inside the blue outline had already faded prior to the july 2002 photoderm treatment to remove the tattoo. Pt stated that "the scar is keloid scar that is raised 1/4 inch or less" with respect to the surrounding skin. Pt claims that they have required medical intervention for the scar, however to date, pt had provided only information for 2 treatment sessions (2003,2005) with an alexandrite laser to remove residual pigment from the original tattoo. According to the pt, they and have doctor, traveled to nearby where dr used dr vasculight plus for the treatment. Pt stated to safety complaint coordinator that dr. Has not received any information to date indicating that the alexandrite laser sessions were required to treat the scar itself. Dr did not tell the pt how much experience he had with the photoderm unit prior to performing the treatment. Pt stated that they signed a consent form prior to the tattoo removal treatment. Pt stated that the consent "was for vascular lesion only", pt stated that the consent did not mention tattoo removal.